Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error, failed battery test and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 491 mg/dl. The customer treated with manual injections. The customer stated that the buttons were not working and the pump alarmed battery failure. The customer inserted the battery again and the pump alarmed unexpected restart alarm. The customer was unable to troubleshoot since keypad was not responding. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.